Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident and treated with manual injection. Customer also reported that they were not able to remove the battery cap. The insulin pump will not be returned for analysis.